Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include, but are not limited to dissection and reoperation.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, patient underwent an endovascular procedure to treat an aneurysm in zone 3 left subclavian artery (lsa) utilizing gore® tag® thoracic branch endoprosthesis. On november 28, 2023, the field sales associate (fsa) was notified by the physician that the patient presented within the last 48 hours with a type a dissection. As of now, they are unaware if it's device related. It seems to be an aortic degeneration at the proximal point of the aortic branch component graft. Physician believes its disease progression due to patient condition and there are no anatomical issues. The physician plans to re-intervene and do open surgery to repair the ascending aorta in the next few days but date has not been decided. Patient is being monitored.